Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch was noted on the right atrial (ra) lead. High impedance and a polarity switch was also noted on the right ventricular (rv) lead in bipolar configuration. Both leads remain in use. No patient complications have been reported as a result of this event.